Event description:
During an angioplasty procedure of the mid-right coronary artery, the physician felt resistance and was unable to cross a calcified proximal rca lesion. The physician then removed the sds through the guiding catheter which dislodged the stent from the balloon. The dislodged stent was located under fluoroscopy at the mid-rca lesion. The physician attempted to retrieve the dislodged stent by using an additional guidewire but was unsuccessful. He then used an additional 3.0 x 23mm cypher to "crush" the dislodged stent against the wall at the mid-rca lesion. The mid-rca target lesion was also recovered by the additional stent and the procedure was completed. There was no pt injury. The product will not be returned.